Event description:
General report received of an unspecified number of undocumented incidents of the patients received less medication than intended following kinks in the tubing. On unspecified dates, the tubing sets were being used to deliver unspecified sedation medications in the operating room during unspecified surgical procedures. After unspecified lengths of time after the patients were positioned for the surgical procedures, it was reported that the tubing of the tubing sets kinked "where the tubing leaves the clave y-sites." The customer contact reported that, "the surgeon complained that the patients started to wake up based on the 'kinks' and not receiving the necessary medication." No specific event details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. During the investigation, no possible causes for the customer reported kinks; subsequently, the patients received less medication than intended were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.